Event description:
Boston scientific received information that during the implant procedure, this cardiac resynchronization therapy defibrillator (crt-d)was successfully implanted. After the first defibrillation threshold (dft) test, the patient experienced respiratory arrest. The patient was successfully rescusitated. An echocardiogram showed no dissection or pericardial effusion. The defibrillation lead was repositioned after dislodgement due to chest compressions. Further dft testing will be done at a later date.,

Manufacturer narrative:
As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received that this device was explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.